Event description:
It was reported that the svc (superior vena cava) defibrillation impedance was out of range for the right ventricular (rv) lead. The svc coil was programmed off and the lead remains in use. The patient is enrolled in the wrap_it (world-wide randomized antibiotic envelope infection prevention trial ) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ICD, implanted:(B)(6) 2015. (B)(4).